Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artifical disc. Complainant states charite artificial disc displaced anteriorly two weeks after implantation. X-rays were taken and revealed device subsidence of 15mm. A revision was performed and the patient fused.